Manufacturer narrative:
The reported event that the knob of the device was broken off was confirmed through the visual inspection. It was observed that the knob broke off due to a broken screw. The event was likely caused by a handling issue.

Event description:
It was reported that during testing conducted at the user facility, the knob of the device broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the knob of the device broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.